Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and no pacing heart rhythm. The implantable pulse generator (ipg) exhibited premature battery depletion and was explanted and replaced.  No further patient complications have been reported as a result of this event.